Event description:
The customer reported leaking from the o-rings from the reservoir into the pump. The customer also stated that he was getting no delivery alarms at the same time and he kept trying to do boluses.

Manufacturer narrative:
Currently it is unk whehter or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.